Event description:
A dissection occurred during implantation of a 3.0mm diameter x 15mm length resolute integrity (rx) drug eluting stent in the mid rca. Another resolute integrity stent was implanted in the distal rca to treat the dissection. No further complications were reported.

Manufacturer narrative:
Evaluation: results: (B)(4) inherent risk of procedure (dissection). (B)(4).